Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the preventive maintenance that the cs300 intra-aortic balloon pump (iabp) tab for fixing the iabp to the trolley was missing and that the batteries were completely discharged due to the equipment not being connected to the mains. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. It was reported that during preventive maintenance the cs300 intra aortic balloon pump (iabp) had iabp malfunction - unspecified. There was no patient involvement or adverse event reported. It was detected that the tab for fixing the iabp to the trolley was missing and that the batteries were completely discharged due to the equipment not being connected to the mains. Preparation of a quote to replace the aforementioned components. All functional and safety checks performed to meet factory specifications. The repair is not completed as the quotation is not yet approved by the customer. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.